Manufacturer narrative:
The lot number was not provided; therefore, a lot history review was not performed. The device was returned to the manufacturer for evaluation. Therefore the investigation is confirmed for the reported retraction issue and catheter break issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model us35130515 pta balloon dilatation catheter allegedly had a retraction issue and break. This report was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6). Weight of the patient was not provided.

Manufacturer narrative:
H10: the lot number was not provided; therefore, a lot history review was not performed. The device was returned to the manufacturer for evaluation. Therefore the investigation is confirmed for the reported retraction issue and hub detachment issue.the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model us35130515 pta balloon dilatation catheter allegedly had a retraction issue and break. This report was received from one source. One patient was involved with no reported patient injury. The male patient is 70 years old. Weight of the patient was not provided.